Manufacturer narrative:
Evaluation summary: although the subject device was discarded, photographic images of the device were provided. The report of disconnected tubing was confirmed. The pressure tubing appeared to be separated from the bond join with the vamp plus reservoir stopcock in the picture. It is not clear whether the pressure tubing was detached or broken. There also appeared blood inside the vamp system. The device manufacturing records were also reviewed and this device passed all inspections without any related non-conformances.

Manufacturer narrative:
Additional manufacturer narrative: tubing separations have the potential to result in large amounts of fluid/blood loss. In this case, the subject device was discarded; therefore, the reported event cannot be confirmed. Moreover, it was reported that the patient did not sustain any serious injury as a result of the malfunction. No further actions are possible with the available information at this time. If additional information is received, a supplemental report will be submitted.

Event description:
As reported, when using a disposable pressure transducer with a vamp on a patient, blood was backing up in the line and it was discovered the tubing above the syringe was disconnected and loose. The disconnection was located on the patient side of the flow restrictor. The patient suffered some blood loss; approximately 10 to 15 ml. There was no report of any patient harm. The device was discarded by the hospital.